Event description:
A nurse reported that a pt was undergoing vitrectomy surgery. During the silicone oil injection, a system message was displayed, and the system did not respond to the command. The oil injection was completed manually. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The company representative verified and adjusted the input pressure on the pressure vacuum manifold. The system was then tested and met product specifications. No samples were returned for evaluation and no addition information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).